Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the heavily calcified and non tortuous mid left anterior descending coronary artery. Standard ratio contrast media was used. Access was gained with a non-bsc guide wire and guide catheter. The lesion was predilated with a 2.0x20mm apex balloon at 12atm. A 2.5x16mm omega stent delivery system was advanced and the stent was deployed at 12atm for 15 seconds without difficulty. The stent delivery balloon was deflated without issue, but it was noted that the balloon could not be immediately removed as it was attached to the stent. The balloon was reinflated twice to 12atm and was then able to be removed intact. It is reported that the stent was fully deployed, well apposed and the patient is doing fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)